Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, the device was programmed to ddi and the right ventricular (rv) lead and left ventricular (lv) lead were removed. It was expected that atrial pacing would continue, but as the device is based on rv timing, no therapy was provided. The rv lead was connected to the pacing system analyzer and therapy was provided. Boston scientific technical services (ts) confirmed that this is normal device function and without the rv lead, the device is likely picking up noise which can result in pacing inhibition. No adverse patient effects were reported.